Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been on program 3 for one month and had previously been on programs 1, 2 but still had not experienced any improvement in their symptoms. They requested instructions on how to change to program 4. This was reviewed with the patient and they changed to program 4. They were to monitor their symptoms and was to follow up their healthcare professional (hcp) if no symptom improvement was seen. It was noted that the patient did have an appointment with their hcp next month. There were no further complications reported or anticipated. On 2019-may-09 additional information received from the patient reported that they had tried programs 1, 2, 3 (and felt stim in scrotum/bottom and was able to complete programs up to the point of discomfort to confirm program fully used). Previously, the patient switched to program 4 and initially did not feel the stimulation. They were advised how to track the symptoms. The patient based the therapy on symptom relief versus stimulation sensation, they had no relief of symptoms. The patient was initially at 2.1 when the programing was changed at the last report, but they increased it on (B)(6) 2019 to 2.3. They do not feel the stimulation and wondered if they should increase the stimulation more. The patient was going to be traveling the following and wanted to address the issue before this. The patient mentioned that a manufacturer¿s representative was present when the switched to program 3 at an appointment on (B)(6) 2019. Further information received on jun. 26, 2019 from the patient reported that they saw their urologist on monday (B)(6) 2019 and they want to change back to program 1. They were able to change back to program 1 and felt the stimulation comfortably. There were no further complications reported or anticipated. Then on 2022-jun-03 additional information received from patient. They reported since implant ((B)(6) 2019), the patient hasn't had therapeutic benefit for their symptoms. The patient reported that they went through all four programs and their managing health care provider (hcp) had the patient come in for a reprogramming session but the patient still couldn't find relief. The patient stated in 2020 or 2021, the hcp had the patient get an x-ray to check lead placement and that they had the patient come back for a few more reprogramming sessions but the patient still had no relief from their symptoms. It was ultimately decided to replace the patient's lead. A new lead was placed for the patient on (B)(6) 2022. More information received that since their (B)(6) 2022 procedure where the patient was reprogrammed, the patient still hasn't had therapeutic benefit. The patient stated they tried increasing their stimulation however that hadn't helped so they had called to inquire about changing to another program however it was reviewed with the patient that they only had the one program on their 3037 programmer. Patient services reviewed with the patient they would need to see their managing health care provider (hcp) to have more programs added to their programmer. The patient stated they had an appointment with their hcp on (B)(6) 2022 and noted they would follow up with their hcp about their symptom concerns and that they would request to have additional programs added to their 3037 programmer at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1waud, implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead; product ID: 978b128, lot#: va2khxc, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.